Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection (1 gram, once in five days, intraperitoneally, duration not reported), fortum injection (1 gram, once daily, intraperitoneally, duration not reported), and heparin injection (2000 international units, three times daily, intraperitoneally, duration not reported) for the peritonitis. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.